Event description:
On (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis to treat a traumatic transection due to a motor vehicle accident. It was reported that the pt was hemodynamically unstable upon arrival to the hospital. Immediately after the procedure ended and the pt was being woken up from anesthesia, it was reported that the pt was paralyzed. The pt currently remains in the intensive care unit on a ventilator with a feeding tube.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions: per the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt etiologies: traumatic aortic transections.